Manufacturer narrative:
One device was returned for repair. Service history review identified this device was last serviced in nov/2023 per and was related to previous service of the device. Physical condition of the device showed downstream occlusion (dso) seal moderate air bubbling primary reported problem error 42224 was neither duplicated nor could be verified in event history logs. Error 42224 confirmed only in device information screen. The pump was working as intended without any alarms or error code. Upon opening the device, all components are in good condition and intact. Preventive measures to be taken with replacing main board.

Event description:
It was reported the device exhibited code 4224. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.